Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated they collapsed and lost consciousness at 1:30am. During this time, the cgm was displaying 170 mg/dl. The patient did not have any symptoms prior to losing consciousness. The patient's wife called 911 and the paramedics transported the patient to the hospital. The paramedics performed a finger stick and the patient's blood glucose was 30 mg/dl. At the hospital, the patient was treated with d50 and was released after two hours. At the time of the report, the patient was feeling better. No data was provided for evaluation. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.